Event description:
Edwards received notification that a mitral 25mm edwards valve implanted in mitral position was explanted after an implant duration of 8 years and 1 months due tissue degeneration leading to regurgitation. The valve was successfully replaced with a non-edwards valve. The patient was hospitalized.

Manufacturer narrative:
Additional manufacturer narrative: updated (age), sex, event, event problem codes, and device evaluated by MFR. The device was returned to edwards for evaluation. Evaluation is in progress. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device code 3191 - host tissue/pannus device evaluation: the product was returned for evaluation. Customer report of "tissue degeneration leading to regurgitation" could not be confirmed through visual observations. X-ray demonstrated minimal calcification on all three leaflets, commissure 3 bent, and wireform intact however distortion near leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was heavy at the outflow and minimal at the inflow aspect. Host tissue fused leaflets 1 and 3 by 5mm near commissure 1, and leaflets 2 and 3 by 1.5mm near commissure 3. Host tissue restricted the leaflets mobility and led to stenosis. Subvalvular apparatus was observed on the outflow aspect near commissure 1. The sewing ring was cut near leaflets 2 and 3.

Event description:
Edwards received notification that a mitral 25mm edwards valve implanted in mitral position was explanted after an implant duration of 8 years and 1 months due tissue degeneration leading to regurgitation. The valve was successfully replaced with a non-edwards valve. The patient was well and discharged home.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was not able to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a 25mm edwards valve implanted in mitral position was explanted after an implant duration of 8 years and 1 months for unknown reason. The patient was hospitalized.